Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was trying to put a new syringe in the pump and it was stuck in rewind. The customer stated that when she pressed the act button, the pump is stuck in rewind. The customer was unable to troubleshoot during the time of call. The customer hung up the phone.